Manufacturer narrative:
Adverse event investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing sleeve with the incident lot was observed. The root cause for the missing sleeve is associated with the assembly process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was a missing sleeve cover. The following information was provided by the initial reporter. This is a report about a "missing sleeve of a luer adapter, there was no rubber sleeve on the product."